Event description:
It was reported that a patient's stimulation was "ramping up on it's own". It was reported that the patient was familiar with the adaptive stimulation feature and they stayed in position for 3 minutes, but it was still ramping up on it's own. It was stated that while the patient was in the standing position, "it jumped to mobile" and the patient was not moving. The patient experienced an "over stimulation sensation". The patient had a problem with the stimulation going form 3.0 v to 3.5 v and then "it just cuts out". It was stated that in 20 minutes "it cut out twice". It was noted that this began "two months ago". It was stated that the patient went to the doctor on (B)(6) 2013. The patient's stimulation was adjusted at that time and "it seemed to help, but in the past week it started screwing with the patient". It was reported that while the patient was sitting "it would just ramp on its own". It was stated that the patient would also be stand and "it would start to jolt him". It was noted that the patient had an appointment scheduled with their doctor for (B)(6) 2013. The patient had kept a log of the "ramp episodes".

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).